Manufacturer narrative:
E1: (event site postal code:(B)(6). A getinge field service engineer (fse) evaluated the iabp unit had a issue regarding the safety disc replacement error. A getinge field service engineer (fse) evaluated the unit and replaced the (d202-00-0140) safety disk , (d202-00-0142) tidal volume, noise at the drive manifold and replaced the drive manifold and solved the problem. After replacement the symptoms improved and it handed over the equipment to the customer in good working condition and there were no issues.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a safety disk replacement error.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the safety disk.

Event description:
It was reported that during preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) had a safety disk replacement error. There was no patient involvement, and no adverse event reported.